Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI numbers: ifuse implant, p/n 7050-90, lot# i0920, manufactured 01/30/14, expires 2019-01, (B)(4). Ifuse implant, p/n 7040-90, lot# i0803, manufactured 08/30/13, expires 2018-08, (B)(4). Ifuse implant, p/n 7040-90, lot# i0892, manufactured 02/18/14, expires 2019-02, (B)(4).

Event description:
In (B)(6) 2014, the patient underwent a right side ifuse si joint arthrodesis where three implants were placed. The patient had initial symptom relief following the initial surgery but later had complaints of returning pain. The surgeon thought that there might be loosening based on x-rays. In (B)(6) 2015, the surgeon performed a revision surgery removed the initial implants with the removal tool and then added other devices. The condition of the patient following the revision surgery is not yet known.